Manufacturer narrative:
The trocar was examined and heavy contaminants were found throughout the device. The device was able to pass its pressure testing and would not be shipped to the customer in its current condition. While the root cause for the damage is unknown, it may be related to the extensive use of the device in the field.

Event description:
It was reported that a black circular part broke off of the device during the procedure. Additional information has been requested but additional information was not received.